Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the lid reed switch was shorted and caused the device not to power on correctly. If a patient connection was made within 17 seconds of the on button being pressed, the device would power on correctly and function properly. The cause of the reported issue was due to the lid reed switch being shorted. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.